Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 ultra aortic valve implanted for 2 years and 2 months underwent a valve-in-valve procedure due to severe central regurgitation. The patient symptoms included acute on chronic congestive heart failure. A 23mm sapien 3 ultra resilia valve was deployed successfully. The new valve was functioning well with normal gradients and no perivalvular leaks. There were no procedural complications.

Manufacturer narrative:
Investigation is ongoing.